Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors.  The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines.  Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
Patient presented to emergency room (ER) with weakness on (B)(6) 2015. In ER hemoglobin (hgb) 6.0 g/dl, hematocrit (hct) 20.1%, platelets 75 k/mcl. Patient was then transferred to another facility on (B)(6) 2015 for gastrointestinal (gi) bleed management. Patient was on no aspirin but taking coumadin 5 mg alternating with 7.5 mg by mouth (po) for left ventricular assist device (lvad) anticoagulation up until (B)(6) 2015. On the (B)(6) 2015 admission prothrombin time (pt) 47.7 seconds international normalized ratio (inr) was 4.3 (nl 9.7-11.6), hgb 6.2 g/dl (nl 13-17), hct 20.7% (nl 39-51), platelets 65 k/mcl (nl 140-450). On (B)(6) 2015 patient received 3 units of packed red blood cells (prbc`s). On (B)(6) 2015 patient had esophagogastroduodenoscopy (egd) which revealed actively bleeding arteriovenous malformation (avm) treated with argon plasma coagulation (apc) with successful hemostasis. On (B)(6) 2015 patient had a colonoscopy poor bowel prep but patient had melena and the findings of the egd an upper gi source is most likely. On (B)(6) 2015 patient received 1 unit prbcs. On (B)(6) 2015 patient received another (1) unit of prbcs. On (B)(6) 2015 patient received another (1) unit of prbcs. On (B)(6) 2015 patient received another (1) unit of prbc`s. It was stated that coumadin was held on (B)(6) 2015 when it was resumed. It was also reported  that the patient had another driveline [exit site] aspiration at bedside. During the procedure, a small incision was made and fluid was evacuated. After the procedure, the wound was packed with iodoform. No additional information available.